Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 404mg/dl and moderate levels of ketones. A correction bolus via the pump was delivered to address the bg level. Multiple supply change were performed and the customer continued to experienced an elevated bg level. The customer alleged there was an underlying pump issue causing the elevated bg levels. A system check was performed using the current supplies and insulin was not observed dripping out of the cartridge pigtail during a test bolus delivery. Reportedly, the customer reverted to manual injections for insulin therapy.